Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear between the hip implants caused toxic metal ions to be released into the patient¿s body resulting to injury, pain, discomfort, inflammation, dislocation, disarticulation, slipping feeling and popping noises, unable to bear weight, difficulty standing or walking, hip fractures, fatigue, tissue inflammation, infection, necrosis, metallosis and lack of mobility. Doi: (B)(6) 2003- dor: unknown(,left hip).